Manufacturer narrative:
The t:slim pump user guide states that humalog® was tested for up to 48 hours as labeled. B)(6) 2015 tandem technical support followed up with contact. Contact stated customer was released from hospital on b)(6) 2015 and that bgs have since been normal. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer woke up with elevated blood glucose levels and large ketones, and was later hospitalized for diabetic ketoacidosis (dka). While hospitalized, the customer was treated with intravenous insulin and insulin injections. Tandem technical support determined that the pump was working as intended, however it was determined that the customer had been using humalog for 3 days, instead of the recommended 2 days. The customer was advised about labeling, and recommendation was made that the customer consult with their healthcare provider (hcp) to discuss other factors that can contribute to high bgs and dka.